Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The patient (B)(6) was admitted to the hospital because of "dizziness and fatigue that worsened for 2 days after 1 month." When it was necessary to use a disposable injection pen needle due to the condition, it was found that the hub of needle could not be tightened to the injection pen. The needle was replaced with a new injection pen needle in a timely manner without causing any adverse effects. On may 17, customer service called the contact person to verify the information and expressed that it was inconvenient. Keep in touch.